Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir was unable to lock in place when inserted into the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that crack on the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot(p) and broken reservoir tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.